Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the denmark. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The site of detachment was connector. The insertion set was in use for 1 day. The patient faced this issue with 5 sets. No further information available.